Event description:
The customer contacted stryker to report that their device was not detecting rhythm and also giving abnormal discharge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue was logged in the device¿s memory. Upon further evaluation, the cause of the reported issue could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
A stryker product assessment center (pac) technician reviewed the device's keylog, and the reported issue was able to be verified but was not able to be duplicated. A stryker pac technician evaluated the device's log and observed that the device provided a number of shocks with impedance value 0 with hard paddles use indicating that the paddles were most likely in the designated paddles well with shorting bar which is only to be used for software user test, not for manual testing. The root cause was traced to use error. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device was not detecting rhythm and also giving abnormal discharge. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.